Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1200. Serial number: (B)(6) batch/lot number: 20728613. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: 3097317. Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.